Manufacturer narrative:
Health impact-f1905- device revision or replacement. Phone number:(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported "implant rupture. Confirmed by ultrasound. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
E1: additional (phone number): (B)(6) device evaluation: analysis of the returned device identified, weight to the spec, opening on posterior and brown particles on the surface of the shell. A visual and microscopic analysis was performed which identified, crease sharp opening on posterior and crease fold. Base on the device analysis, the final assessment is: opening crease sharp on posterior assessed, as fold flaw opening.

Event description:
Physician reported, "implant rupture". Confirmed, by ultrasound. Device has been explanted and replaced with a non-allergan device. This relates to the left side.